Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I b12 result for a sample. The initial result generated a value of 1164 pg/ml and not consistent with the normal folate result of 12.8. The customer then took a second sample tube from the patient and generated a result of 492 pg/ml (reference range 187-833 pg/ml). The first sample was sent to a reference lab and processed on an architect and generated a result of 800 pg/ml. On (B)(6) 2022, the customer provided the exact value of the b12 result to be 853.00 pg/ml from the reference lab. On (B)(6) 2022, new information about the incident was received. It was noted that there was an issue with the configuration of the instrument. The b12 result was generated as 1.164 in the customer's lis instead of 1,164. The instrument put the decimal point in place of the comma and the result was rounded to 1 by the lis. The instrument is working according to specifications now. There was no impact to patient management reported.

Manufacturer narrative:
The customer reported a false elevated b12 results as a result of the comma instead of the decimal being used because the alinity I reverted after the alinity I software install on the alinity I processing module, serial number (B)(6). The issue was resolved with the system configuration number format for the thousands and decimal separator was edited corrected from ¿comma and period¿ to ¿comma¿. The alinity I processing module, serial number (B)(6)was deemed the likely cause for the issue and the subject of this investigation. The service history of the alinity I processing module, serial number (B)(6)verifies no subsequent issues have been reported related to falsely elevated b12 results post the scc software configuration correction was performed on the (B)(6)module on (B)(6)2022. A review of tracking and trending did not identify any related trends for the instrument or the complaint issue. The device history records were reviewed and did not identify any non-conformances or deviations regarding the alinity I processing module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I processing module, serial number (B)(6).